Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was advised to return the defective pump to tandem and would receive a replacement with updated software. Instructions were given for putting the pump into storage mode and programming the replacement pump settings, which the customer understood and acknowledged.